Manufacturer narrative:
The sample has not yet been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic forceps unit malfunctioned and would not shut. Procedure details and patient involvement information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in describe event or problem, evaluation codes and additional MFR narrative. A sample was not received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product and the product's packaging ensures a safe transport for our instruments. A root cause cannot be ascertained because the issue cannot be confirmed without receiving a sample for investigation. No injuries have been reported or are expected related to this issue. The sample is not available for investigation therefore, damage cannot be confirmed nor a root cause identified. Possible root causes for this kind of issue are various. No further actions will be issued. (B)(4).

Event description:
Additional information received confirmed that the forceps did not close shut prior to surgery, thus there was no contact with the patient nor any impact to the patient.